Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's doctor reported that customer was hospitalized for low blood glucose this morning on (B)(6) 2014. Customer's blood glucose was 20 mg/dl. Customer was found passed out outside the hospital. The cause of the emergency room visit was hypoglycemia. Customer was wearing the device when he was admitted. The hospital staff called to check the settings on customer's insulin pump. No other information was provided.